Event description:
It was reported that the lens vial was found dry and the lens could not be implanted. There was no patient contact. Additional info was requested, but was not received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.